Event description:
Boston scientific received information that impedances on this right ventricular (rv) lead were greater than 2500 ohms and higher thresholds. There was suspected lead fracture. No adverse patient effects were reported and the patient had denied any falls.

Manufacturer narrative:
Resolution was requested from the field and the patient was scheduled to be further evaluated for a lead revision. This investigation will be updated should further information be provided.